Event description:
It was reported after insertion of the spring wire guide, the user attempted to insert the dilator but felt difficulty. The user removed the dilator and found the tip was deformed. A new dilator was used from another kit to complete the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported after insertion of the spring wire guide, the user attempted to insert the dilator but felt difficulty. The user removed the dilator and found the tip was deformed. A new dilator was used from another kit to complete the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Signs of use in the form of biological material was observed inside the dilator extrusion. Visual analysis of the returned dilator revealed the tip was split and frayed. This damage is consistent with undue force being applied to the dilator during an attempted insertion. The dilator body length from the hub to the distal tip measured 5.4375" which is within the specification of 5.250"-5.750" per the dilator product drawing. The dilator outer diameter measured 4.01mm which is within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.4224mm which is within the specification of 1.40mm-1.47mm per the dilator extrusion product drawing. A lab inventory guide wire with a diameter of .035" was passed through the distal end of the returned dilator. Minor resistance was encountered due to the damage at the dilator tip; however, the guide wire was able to pass though the dilator. Performed per the instructions for use provided with the kit which states "use vessel dilator to enlarge site as required". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "use vessel dilator to enlarge site as required. Warning: do not leave vessel dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation". The customer report of a damaged dilator tip was able to be confirmed via complaint investigation of the returned sample. The dilator tip was split and folded at the distal tip. This damage is consistent with undue force being applied to the dilator during an attempted insertion. The returned dilator met all relevant functional/dimensional requirements, and a device history record review performed with no relevant findings. Based on the results of this investigation and the customer report that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.